Event description:
It was reported that the asymptomatic patient presented during a scheduled pacemaker replacement procedure. Upon interrogation in 2016, noise and high impedance were detected on the right ventricular lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.